Event description:
Reporter states patient tested 6.3 inr on the coaguchek xs system while a comparison lab returned as 4.3 inr. Patient's coumadin dose was held for 2 days based on the meter result and the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.